Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
This case is from health authority. It was reported that during surgery, the surgeon opened the packaging and found that the device were split and could not be used. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.